Manufacturer narrative:
This follow-up report is being submitted to correct information. Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
Concomitant medical products - unknown vanguard bearing, item # unknown, lot # unknown. Unknown vanguard femoral, item # unknown, lot # unknown. Unknown vanguard tibial tray, item # unknown, lot # unknown. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Crawford da, berend kr. Nam d. Barrack rl, adams jb, lombardi jr. Av, low rates of aseptic tibial loosening in obese patients with use of high viscosity cement and standard tibial tray: 2-year minimum follow-up, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017 .04.018. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04023 0001825034-2017-04025 0001825034-2017-04046.

Event description:
It was reported in a journal article that eleven knees were revised due to infection. No further information is available.